Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the delivery device kinked and broke. The reference vessel diameter was 3.0 mm. The taxus express2 8.8% 3.00 x 24 mm drug eluting stent hypotube kinked and broke during the procedure. The physician experienced difficulty passing it through the 6f zuma jl4 guide. No additional information is available at this time but has been requested.

Event description:
Additional info provided indicates that the taxus stent was not implanted and the target vessel is unknown. The vessel was pre dilated. The pt's status immediately post procedure was satisfactory and there were no reported complications caused by the stent.